Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw lot: 40124r1073 was placed on the valve successfully. During deployment sequence the clip relaxed slightly during establishment of final arm angle (efaa). Upon removal of the lock line and detachment from the clip delivery system (cds), the clip opened continuously from less than 10 degrees to greater than 20 degrees. Mr then increased and the anterior leaflet appeared to be more mobile due to a loss of leaflet insertion. The clip still remained attached to both leaflets. An additional mitraclip was implanted to stabilize and further reduce mr. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on information provided, the reported unintended movement (clip open ¿ efaa/establish final arm angle) is related to normal function of the device and due to settling of the clip. A cause for the reported clip opened while locked (cowl) resulting in migration (partial clip movement) however, cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 health effect - clinical code 4559 was removed.